Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. No image was displayed after 2 seconds due to a faulty patient board set. In addition, there was minor corrosion on the rear panel. The video connector latch was worn out causing poor connection with pigtails. The software was outdated with version 3.01. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty patient board set. However, the specific cause of the faulty patient board set was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A biomedical engineer reported to olympus, the evis exera iii video system center had an intermittent image loss issue. The event occurred during preparation for use. The scope and videoscope cable were tested with another cv-190 and it worked. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.